Event description:
It was reported that the battery runs out quickly. Event occurred while patient use, during infusion.

Manufacturer narrative:
One device was received for evaluation. Review of the event history log revealed a battery depleted alarm. Functional testing was able to duplicate the reported problem. It was determined that the most probable cause was a possible defective motor. The motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.